Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated having problems with vns programming system. The programming wand was not receiving the "data rec'd" light. Troubleshooting did not resolve the issue. The entire programming system has been returned to the MFR and is pending product analysis.